Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). The customer had been having issues controlling his blood glucose (bgs) levels and had gone hypoglycemic a few times prior to this incident and the customer's doctor reduced the customer's basal rate. On (B)(6), the customer spoke with omnipod representative who asked for the customer to measure his bgs to which the customer replied with 24 mg/dl. The representative called an ambulance and the customer was taken to the hospital. The customer's doctor called back and reported that the customer was stable. The following day (B)(6), the customer hospitalized with diabetic ketoacidosis. The customer admits that he had a high glucose level which he did not correct. In addition, his last bolus was at 1:02pm on the day of his hospitalization, so his glucose levels turned high (> 500 mg/dl) until the evening, and he also did not eat and did not inject any insulin. The doctor characterizes his pt as problematic in sense of diabetes managing.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for dka. No lot qualification records were reviewed, as the product lot number was not provided.